Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter broke in half during the slitting process causing the left ventricular (lv) lead to dislodge. It was noted upon dislodging, the lead grabbed the loose end of the catheter and brought it out of the body. The lv lead was successfully placed and remains in use. No patient complications have been reported as a result of this event.